Event description:
It was reported that an 8100 lvp display board was replaced because of a dim segment. There was no reported patient involvement.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.